Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Reportedly, customer discussed an alternative method for insulin therapy. There was no reported impact to customer's blood glucose.